Event description:
Clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure treated the 90% stenosed 3.0x16mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of a 3.0x24mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At the two year follow up visit in 2009, continuous aspirin and clopidogrel use was confirmed. Two months later, the patient presented with angina pectoris. Reintervention treated the 95% restenosed target lesion located in the mid lad with angioplasty and the placement of a non bsc stent resulting in 5% residual stenosis and timi 3 flow. The patient was discharged the next day with no residual effects. Per the physician, the event relation to the study stent was listed as "possibly".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.